Event description:
In 2009, the patient reported that per her physician her infusion device is not working properly which led to a diabetic coma. She stated that 2 weeks ago she went to bed with blood glucose levels of 94 mg/dl and she did not wake up the following morning. Her family called paramedics and her blood glucose measured over 500 mg/dl. She was admitted to the hospital. She stated that the time and basal rates were programmed correctly at the time of the event. She changes her infusion site every 2 days and her infusion tubing every 6 days. She changes the adapter every 4 months. She was advised to change the adapter with every 10th insulin cartridge change. She stated that she had a virus at the time of the incident . She was advised by her physician not to reconnect to the infusion device, and she is using injection therapy. Product was replaced and requested to be returned for evaluation.